Event description:
The customer reported being hospitalized for high blood glucose a month ago. The customer stated that she does not have the insulin pump with her to troubleshoot. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.